Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl. The customer declined troubleshooting for high blood glucose level. The customer did not mention any symptoms related to high blood glucose level. The customer was treated with manual shots. Customer stated that the insulin pump had multiple error alarms. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer is able to complete insulin pump rewind. Customer reported that insulin pump passed self test. The device will not be returned for analysis.